Event description:
It was reported during remote follow up that the right ventricular lead delivered inappropriate shock. This shock was due to oversensing of electromagnetic interference from some unknown external source. The lead will continue to be monitored. The patient was stable.